Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted to treat a stenosis in the intrahepatic bile duct during a procedure performed on (B)(6) 2016. Reportedly, at the beginning of (B)(6) 2016, the patient suffered from inflammation of the main bile duct related to neoplastic disease, which was responsible for intra- and extra-hepatic bile duct dilation with icteric cholestasis. An echo-endoscopy procedure was performed, which revealed the stenosis of the intrahepatic bile duct and resulted in the placement of the wallflex biliary fully covered rmv stent. According to the complainant, post-stent implantation, the patient presented with acute pancreatitis, classified as balthazar c, which evolved favorably. The patient returned home on (B)(6) 2016. On (B)(6) 2016, the patient presented to the emergency department with recurrent abdominal pain and vomiting. The patient was transferred to "surgical resuscitation" due to hemorrhagic shock from bleeding with probable erosion of the stent. Reportedly, the patient was taking innohep, which was deemed to be an aggravating factor to the hemorrhage. On (B)(6) 2016, the patient died after deterioration of their health following the hemorrhagic shock. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.